Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to problems isolated to the lcd board. They were unable to confirm the rewind anomaly due to the blank display. The pump had broken reservoir tube lip, cracked battery tube threads, and scratched display window. The lcd was cracked and bleeding. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the pump did not turn on and they tried different batteries but the buttons did not work. She stated that there was a black line that goes across the screen and there was a crack on the top part of the pump where the reservoir connects. She stated that the pump would not rewind. She was advised that the insulin pump will need to be replaced. She was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.